Event description:
During endoscopic dilating procedure, a piece of the cleaning brush was extruded into the lumen of the stricture after the third pass of the dilating balloon. It was removed by snare.